Event description:
The customer reported approximately 20 mls of clear fluid leaked from the probe of the coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument. The customer stated that the instrument did not generate differentials on controls. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the tubing through pinch valve (pv27). The fse replaced the tubing to resolve the leak issue. The fse confirmed no differentials on all levels of controls. The fse readjusted the erythrolyse and stabilyse pump volumes and verified the instrument. The instrument performed without any leaks and passing all controls. (B)(4).